Manufacturer narrative:
Concomitant medical product: 6935m62 lead implanted: (B)(6) 2018. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high atrial threshold, with outputs increased at that time. The patient was brought in for a lead revision, at which time the lead was noted on fluoroscopy to be dislodged. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.